Event description:
The patient reported the physician implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od). The patient reported she has lost vision due to the development of a cataract and has had a second surgical procedure because of a retinal detachment. The patient has also reported is taking eye drops for symptoms of glaucoma. The icl was implanted on (B)(4) 2013 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Lens implanted. Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated the type of cataract was anterior and was possibly due to icl shallow vault. The patient experienced high pressure due to post retinal surgery and the event was resolved.

Manufacturer narrative:
(B)(4). Method: medical review. Results: per medical review - reportedly, by a (B)(6) patient, decrease in visual acuity was noted due to a cataract development and she was medically (eye drops for glaucoma) and surgically (retinal detachment repair) treated following icl implantation last year. According to the dcr, dated on 10/02/2014, all reported issues were confirmed except diagnosis of glaucoma. The non- progressive cataract (nuclear sclerosis type) was diagnosed on (B)(6) 2014 and was not attributed to the device but to the previous retinal surgery that occurred a few months earlier. The retinal detachment was caused by patient pre-existing ocular condition ("lattice degeneration") . It should be noted that lattice degeneration is present in about 8% of the general population and is more common in myopes. It is the most frequent peripheral retinal degeneration directly related to retinal detachment (rd). Icl remains implanted and the patient prognosis was good with no loss of bcva (20/20). The next follow-up is scheduled for this month. Given the information about patient factor (pre-existing posterior ocular condition that caused retinal detachment) combined with sequelae of the treatment, the patient probably was not a good candidate for this lens. Per dfu: " the safety and effectiveness of the visian icl for the correction of moderate to high myopia has not been established in patients with 10. Progressive sight-threatening disease other than myopia". (B)(4).

Event description:
Additional information received - the facility reported the retinal detachment had occurred on (B)(6) 2014. The patient had a vitrectomy, laser treatment and gas bubble to repair the retinal detachment. The facility reported the patient had a history of peripheral lattice degeneration which increases risk for retinal detachment. The facility reported the retinal detachment repair typically follows with some cataract formation. The cataract was first noted on (B)(6) 2014. The facility reported it was a nuclear sclerosis cataract. The lens remains implanted, the va post-op was 20/20 and the prognosis is good.